Event description:
Per the clinic, the patient experienced poor performance and intermittencies, followed by loss of sound and loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced pain/non-auditory sensation. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.